Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery. The 2.5 x 20 mm voyager balloon was used for dilatation; however, the balloon ruptured while inflated to 6 atmospheres (atm). A new voyager balloon was used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned, but has not yet been received. A follow-up report will be submitted with all additional and relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported rupture was confirmed. Based on visual and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.